Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric and 99% stenosed mid to proximal left anterior descending artery. Rotablator atherectomy was performed and a 2.5 x 12 mm nc trek was advanced to the lesion; however, it ruptured during the second inflation at 18 atmospheres. A 3.0 x 12 nc trek was then advanced and it also ruptured during the second inflation at 18 atmospheres. A 3.5 x 15 mm nc trek was successfully used for pre-dilatation and the procedure was successfully completed by implanting a 2.25 x 8 mm and a 3.5 x 12 mm xience xpedition stents. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, xt-r, miracle 3; guide cath: kusabi. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The 2.5 x 12 mm nc trek referenced is being filed under a separate manufacturing report number.